Manufacturer narrative:
A total of about (B)(4) unopened unused peripheral intravenous catheters were returned for evaluation. None of the returned samples were of the same lot number as the lot that was used in this complaint. (B)(4) samples were randomly selected and examined visually for trim length and for force to advance normality. All (B)(4) samples were found to be within normal requirements for both trim length as well as force to advance. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this peripheral intravenous catheter was difficult to thread. It was noted that the catheter was "sticking." This would cause the clinician to blow the vein as additional force was needed to advance the catheter. No adverse patient effects were reported.